Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported ¿some burnt light cable fibers¿ failure was not confirmed. However, the reported ¿some dents on the optics" was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable the cause was due to a dent on the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope malfunctioned and noticed there are some burnt light cable fibers and some dents on the optics. The issue was observed prior to an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction from the results of the legal manufacturer's final investigation. Corrected fields: h6. Based on the investigation results, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope malfunctioned and noticed there are some burnt light cable fibers and some dents on the optics. The issue was observed prior to an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.